Manufacturer narrative:
No product will be returned for eval.

Event description:
In 2008, the pt reported that her blood glucose measured 150 mg/dl this morning and has been elevating all day. Her blood glucose measured 455 mg/dl at the time of the report and she bolused 4 units of insulin. She stated that she had changed the insulin cartridge and infusion set this morning. To troubleshoot, the pt was instructed to disconnect from her infusion site and to perform a prime. She performed three 25.5 unit primes and no insulin dripped from the infusion tubing. She stated that she saw a "little open space in the cartridge." She changed the infusion tubing and performed several more primes and stated that she no longer saw the air bubble but no insulin dripped from the infusion tubing. The pt called back on the next day and stated that she changed her insulin cartridge the previous night but her blood glucose remained elevated. She stated that there was an air bubble in the insulin cartridge. She was instructed to disconnect from the infusion site and she was able to prime the air out of the insulin cartridge and reconnect to the infusion site. She stated that her normal blood glucose range was 40-150 mg/dl. Further attempts to follow up with the pt were unsuccessful. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No product will be returned for eval.